Event description:
This procedure is part of the (B)(4) study: the original procedure was performed on (B)(6) 2012. The patient returned for hospitalization on (B)(6) 2012 due to a pseudoaneurysm in the right sfa after study intervention. The patient recovered without sequelae.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was unavailable. Should it become available, a supplemental report will be submitted.